Manufacturer narrative:
Manufacturer ref# (B)(4). PMA/510k similar to device under PMA/510(k) p140016. Investigation is still in progress.

Event description:
Description of event according to initial reporter: the device was inserted into the patient's body in order to close the entry which existed in the distal arch aortic. However, the device got stuck at the external illiac artery(eia) where tortuosity and calcification were observed on the access route. The physician was attempting to deliver the device for a while, but he judged it was dangerous. After that, though he performed balloon dilation and attempted to deliver the device again, but he found the sheath tip got frayed. He judged it was unsafe to continue using the device, so another device in the hospital (zta-p-30-109-w1) was used instead. The substitute product managed to be delivered and succeeded to be placed at the target site. No damage and dissection were observed on the access route. Patient outcome: no adverse events to the patient were reported.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: a male patient underwent an emergency surgery for type b thoracic aorta dissection. Knowing that it was off-label use, the physician used a zta device, as it was the only possibility in the hospital for immediate use. The physician attempted to advance the zta-p-28-109 (complaint device) from the right cfa through the access vessel, however the device got stuck at the eia where severe tortuosity and calcification were observed. The physician was attempting to deliver the device for a while but judged that it was to dangerous. He performed balloon dilation and attempted to deliver the device again, but he found that the sheath tip was frayed. He replaced the device with a zta-p-30-109-w1, which managed to be delivered and placed at the target site. No damage and dissection were observed on the access route. No adverse effects to the patient have been reported. Review of the device history record gave no indication of the device being produced outside of specifications. The IFU sent with the device states: 'vessels that are significantly calcified, occlusive, tortuous, or thrombus lined may preclude introduction of the endovascular graft and/or increase the risk of embolization´. Also, the IFU describes that if any resistance is felt, particular in cases with e.g. Calcification, it is important to stop and assess the cause of resistance, otherwise vessel injury may occur. Based on the information provided an exact cause for this event could not be established, although it is likely that the cause is related to patient anatomy. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.